Event description:
A report was received that on the way home from the implant procedure the patient started experiencing shortness of breath. The patient was taken to the hospital and intubated. A endotracheal tube was placed and the patient was taken to a rehabilitation facility. The patient's family will not release any further information.